Event description:
When CPR button pushed on handset the bed goes in to tilt mode. Replaced headset - tested and now functioning. No patient involvement.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the manufacturer arjohuntleigh (B)(4). (B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation.